Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reported that following additional information. Reportedly, the patient underwent an uneventful cataract surgery followed by attempts to implant stent. Per report, the surgeon made three (3) unsuccessful attempts to deploy the second stent with no trocar bias observed. The patient most recent status was reported as ¿excellent and the reported event resolved¿.

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. However, without additional event details a new hazard cannot be identified with insufficient information provided at the time of this report. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The decision to report this event was based out of abundance of caution given lack of sufficient information received. MFR# reference: (B)(4).

Event description:
It was reported that an adverse event (unspecified) occurred during a cataract plus trabecular microbypass stent system procedure. Per report, surgical technique or experience with the device contributed to reported event. A backup device was used to complete the procedure. Additional information has been requested.